Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. It was reported that the device is not expected to be returned. If any further relevant information is provided, a follow-up medwatch report will be submitted.

Event description:
The technical reported: it is necessary to advance the stent, when passing through the introducer on the zip wire guide there is resistance. It does not advance or retreat. In the process stent release is observed and the entire system is removed. Another stent is used and the procedure is performed. Additional details indicate the zipwire and the stent device stuck together during introduction, inside the patient. No patient complications. Patient is stable.